Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet displayed a persistent ¿restart ilet¿ alert recurring for several hours despite restarts, and the user disclosed an insulin leak inside the pump about a week prior; the event is consistent with a device failure to read input signal associated with the circuit board, and a replacement device was arranged while the user continued backup therapy with blood glucose levels unaffected. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed signal loss and a failure to read input signal traced to the circuit board. It was concluded, based on previously established findings for similar reports, that the cause was a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.